Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain it was reported that an end of service (eos) message was seen. The patient stated that they were able to make a change with their machine and they were feeling sensation; the patient said they have it on a setting that helps their pain that they don't usually feel it unless they moved in a certain position and they feel pain. The patient stated that their healthcare professional (hcp) told them the device should last for 9 years; patient services (ps) reviewed this was typical for rechargeable ins's but non-rechargeable ins's and it can vary depending on settings and usage. Ps also reviewed if the patient was seeing an elective replacement indicator (eri) message prior to the eos and the screen looks similar but the patient would still be receiving therapy and could make adjustments. The patient stated this may be what they were seeing. The patient was directed to their hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and additional information received shows that there is no information to reasonably suggest that the device in this report may have cause or contributed to a death or serious injury or that the device in this report malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins had reached normal end of life. The patient said the manufacturer representative (rep) checked the device and determined that it was at end of life. The patient stated that the ins was replaced. No further complications were reported/anticipated.